Manufacturer narrative:
Additional information: investigation results a visual examination of the returned complaint device revealed that the gauge needle was at 0 atm and the device does not have visual defects. Functional evaluation was performed and when pressure was applied there was no reading in the gauge. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an endoscopic papillary large balloon dilation (eplbd) procedure performed on (B)(6) 2018. According to the complainant, during balloon dilation, it was noted that the gauge meter of the syringe would not move at all; the balloon continued to expand and caused a "silent perforation" to the patient. Reportedly, a conservative treatment was performed and as of (B)(6) 2018 the patient's condition was noted to have improved. The procedure was completed with another alliance inflation syringe device. ***additional information received on december 27, 2018*** it was reported that the device was used in the duodenal papilla. It was also noted that the perforation was treated with admission of medicine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an endoscopic papillary large balloon dilation (eplbd) procedure performed on (B)(6) 2018. According to the complainant, during balloon dilation, it was noted that the gauge meter of the syringe would not move at all; the balloon continued to expand and caused a "silent perforation" to the patient. Reportedly, a conservative treatment was performed and as of (B)(6) 2018, the patient's condition was noted to have improved. The procedure was completed with another alliance inflation syringe device.